Manufacturer narrative:
Correction made to b5: it was reported that the minicap was without providone (previously submitted as had no providone sponge). Correction made to f10/h6: medical device problem codes: replace a020602 with a0201. H11: the actual device was not available; however, two (2) photographs of the sample were provided for evaluation. A visual inspection noted the sponge was not bathed in povidone-iodine solution. The reported condition was verified. The cause of the condition was determined to be manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap had no providone sponge. This was observed before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.